Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not closing. A field service engineer found that the latch was completely loose and fixed it, also replaced the open close sensor due to cable being damaged. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system half height cubie drawer latch was broken. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.